Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port balloon ruptured and became deflated upon removal from the leg. This occurred during use but no pieces fell into the patient's leg. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. It was reported that the btt (blunt tip trocar) burst into pieces, so what little was left was discarded and not retained.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).